Event description:
Implant surgeon, reported the following event to the sales rep, "on (B)(6) 2012, the pt was implanted with a femoral nail which has expired since (B)(6) 2011." Dr needs to know if this nail should be explanted.

Manufacturer narrative:
Device remains implanted. If add'l info is received it will be reported on a supplemental report.